Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - external stress was applied to the connector. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of use the subject device, the user could not set the alcohol tank on the subject device because the connector was damaged. The local field service engineer has completed the repair of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.